Event description:
It was reported that the patient experienced the steady pain in the area of the device with some sharp pain happening once in awhile. Patient has been checked by the physician, no device issue determined. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced the steady pain in the area of the device with some sharp pain happening once in awhile. Patient has been checked by the physician, no device issue determined. It was further reported by the patient, that they are experiencing severe pain where the device was implanted. The device remains in use. No further patient complications have been reported as a result of this event.